Event description:
During a subacromial decompression using an acromioblaster 1.0mm burr, it was reported that while using the burr to resect tissue, the surgeon witnessed blade shedding with debris being caught in the surrounding soft tissue. Surgeon attempted to remove all metal debris by flushing and irrigating the site it cannot be confirmed if the removal of all debris was successful. Procedure was completed with a backup device on hand. A lot number for the device was not provided, therefore, no date of manufacture or expiration can be provided.

Manufacturer narrative:
Device evaluation: one used burr was returned. The returned device was evaluated for shedding and it was observed that the inner blade sustained significant debridement at 1/2" from the sluff chamber and approximately 2" from the burr head. The runout on the outer sheath was measured to be .038" which indicates a bent sheath in excess of maximum allowable design tolerance. The bend in the blade caused contact between the inner blade and outer sheath leading to shedding of the inner blade. A complaint analysis of the single-use dyonics straight burr product line has identified an increase in the percentage of complaints filed for shedding and/or seizing. The cause of this shedding and/or seizing is ongoing and a CAPA has been opened to investigate the root cause and corrective action. (B)(4).